Event description:
New information notes that a significant battery drop was noted in feb and (B)(6) 2021, with the physician alleging that premature battery depletion had occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with their implantable cardioverter defibrillator in backup vvi mode. Programming changes had been made a week prior to the backup vvi occurring. No further intervention was reported. The patient was discharged.